Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. Full name of the facility is (B)(6) hospital. Due diligence was completed for this event. Available additional information has been provided by the customer. The device is returned and an evaluation completed for it. User complaint of histoacryl tissue adhesive adhering to the device tip lens was confirmed. Upon inspection of the device, it was observed that there was foreign material in the auxiliary channel and in the nozzle. Several device parts, distal end cover (c-cover), distal end rubber coating (a-rubber), adhesive of a-rubber, and light guide lens were found to be dirty. Other observations for the device: paint on suction cylinder and air/water cylinder is peeled; adhesive of a-rubber has a chip; due to wear of angle wire, bending angle in up direction and play of up/down knob exceeds the standard value; objective lens has a chip and a scratch, due to which there is a partial dark area in image; forceps channel is shaved; electrical connector has discoloration; due to damage of charge couple device (ccd), foggy image occurs; and switch box, forceps elevator lever, forceps elevator knob, right/left knob, up/down knob, connecting tube, scope cover, scope connector, universal cord, have a scratch. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, after removing the device in a therapeutic hemostasis procedure, it was observed that there was histoacryl tissue adhesive attached to the tip lens of the device. The device was reprocessed, but the material still being present on the device, the device was sent in for repair and not used in another procedure. There is no patient involvement in this event. The hemostasis procedure was completed without any delay using the same device. There was no harm or adverse impact on the patient or procedure. The device is used a few times a day, six days a week. The device is inspected prior to procedure. There is no information on opinion of the doctor. Upon evaluating the returned device, it was observed that there was foreign material in the auxiliary channel and in the nozzle. Several device parts, distal end cover (c-cover), distal end rubber coating (a-rubber), adhesive of a-rubber, and light guide lens were found to be dirty.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to initial for information inadvertently left out. The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. The customer did know when the foreign material adhered to the endoscope and the endoscope was not used for the procedure with the foreign material attached to it. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not identify the foreign matter or why the foreign material remained in the nozzle. The root cause of the failure could not be determined. Additionally, olympus could not identify the foreign matter or why the foreign material remained in the auxiliary water channel. The root cause of the failure could not be determined. The event can be prevented by following the instructions for use which state: "[inspection of the endoscope] inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, scratching, holes, sagging, transformation, bends, adhesion of foreign bodies, dropout of parts, any protruding objects or other irregularities. [Inspection of the auxiliary water feeding function] attach a syringe containing sterile water or the water tube from a water pump to the luer port of the auxiliary water tube (see figure 3.20). Feed water and confirm that water is emitted from the auxiliary water channel at the distal end of the insertion tube." Olympus will continue to monitor field performance for this device.